Event description:
Complainant alleged that during the incoming inspection of the product, the device was making an internal clicking noise. The complainant indicated that there was no pt involvement in the reported failure.